Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated erbe electrosurgical generator unit (iesu) was analyzed and found to have error c-34 while powering on. The unit would be sent back to the original equipment manufacturer (OEM) for repair. The root cause was deemed to be a component failure. The complaint regarding error c-34 occurred was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting that error code c-34 occurred on the integrated electrosurgical generator unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the error; however, the fse reviewed the system log and identified error 25913 pointing to an issue with the iesu. The fse replaced the iesu per customer request. The system was tested and verified as ready for use. The customer reported complaint was not confirmed based on the field evaluation. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. This complaint is considered a reportable malfunction due to the following conclusion: the customer converted to another da vinci surgical system after the start of the procedure due to the iesu not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that error code c-34 occurred on the integrated electrosurgical generator unit (iesu). The site had replaced the energy cable and power cycled the iesu, but the error could not be resolved. The isi technical support engineer (tse) reviewed the system log and noted that the issue was caused by a low high frequency (hf) voltage. The tse had the site power cycle the iesu again, but the issue persisted. The site then elected to use another vision side cart (vsc) to continue with the case. The procedure was converted to another da vinci surgical system with no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issue/error was noted.